Event description:
It was reported that the insulin pump was not delivering insulin. Customer's blood glucose was high. Customer treated the high with manual injection. The blood glucose reading was 116 mg/dl. Customer stated that the locking tabs on the tubing broke off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.